Event description:
A customer called the varian helpdesk to report that they had encountered a software while performing a simulation of a head tumor treatment. The user has positioned the clinac gantry at an oblique angle with the treatment couch at the extended range of 269 degrees. The treatment plan included multi leaf collimation (mlc) around the irregular shape of planned treatment volume (ptv). The user then performed the calculation and discovered that the dose distribution rotated 180 degrees around the field central axis when it was displayed on the screen. This was easily identifiable since the calculated dose crossed the field border and did not match to the shape of the mlc border and did not match to the shape of the mlc border. The user then moved the couch out of the extended zone to a position of 270 degrees and recalculated. This time the dose distribution was displayed correctly.